Manufacturer narrative:
Corrections: d4 (serial number) and d9. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. Scratches were found on the top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. The instructions for use (IFU) instructions the customer of the following: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), there had been intermittent b30 scope communication error failures on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: (B)(6) (model number clv-190; serial#:(B)(4)), (B)(6) (model number clv-190; serial#:(B)(4). Addresses previous intermittent b30 errors from the customer) and (B)(6) (model number clv-190; serial #:(B)(4) loaner device). The customer informed olympus technical assistance center (tac), an olympus representative was also onsite troubleshooting. At the time of the call, the customer was not in front of the subject device. Tac advised the customer of the following: take that same scope and the other ones that were used and wipe down the electrical contacts with 70% isopropyl alcohol pads and connect to the same cv/clv-190 tower and another tower. The customer also indicated that a loaner device, that had been received was having the same issue. The customer declined to return the device to olympus at the time of the call. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.